Manufacturer narrative:
The reported event of the nose cone separating from the nose housing was confirmed through visual inspection. A definite root cause could not be determined. The device was scrapped at the manufacturer.

Event description:
It was reported that the nose tip was observed to be separating from the nose housing of the micro drill medium straight attachment during evaluation at the manufacturer. There was no patient involvement, and there were no user injuries or adverse consequences.